Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was 6 years old at the time of the reported event. The most likely cause of the reported event was determined to be normal wear based on the age of the device.

Event description:
It was reported that during lumbar fusion surgery,the bottom of the pituitary rongeur is fractured.

Event description:
It was reported that during lumbar fusion surgery,the bottom of the pituitary rongeur is fractured.